Event description:
Pt underwent uncomplicated cataract surgery with intraocular lens implantation. Foldable acrylic lens inserted. "Crease" noted in iol along the fold line postoperatively. Mild interference with vision due to opacity/defect in iol (best corrected 20/25).